Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf and medical records received. Ppf alleges metal wear, metallosis and elevated cobalt-chromium levels. After review of medical records for the MDR reportability, patient was revised to address pain and elevated cobalt-chromium levels. Operative note reported that the patient have a significant large effusion and have metal-stained synovial lining. There is no lab results for the alleged elevated metal ions. Doi: (B)(6) 2011; dor: (B)(6) 2017; right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.